Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 01/31/2016-device evaluation: the device has been returned and evaluated by product analysis on 01/26/2016 with the following findings: during the investigation, the battery compartment was found to be cracked at the compartment threads above the bumper and below the bumper at the case seal. Unrelated to the original complaint, the cartridge compartment was found to be cracked from the threads down to the keypad.